Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "ECG fault 200" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. The ECG core software was missing and pd core software not compatible with msu 17.08. Upgraded ECG core software from and pd core to resolve the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.